Event description:
Pt reported that a connection between surestep meter and a hcp meter was 169 mg/dl (ss) and 137 mg/dl (hcp) respectively (23% diff.) While in a fasting state. In addition, the pt stated pt did not have the meter coded to match the test strips at the time of the comparison. No symptoms were reported. There was no allegation of harm.